Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient involved with a clinical trial who received unknown morphine (2.5mg/ml, 0.2498mg/day) in an implantable pump for non-malignant pain. The patient reported a flipping pump during a refill on (B)(6) 2015. A reservoir volume discrepancy was noted; expected residual volume (erv) was 9.9ml, actual residual volume (arv) was 20.0ml. Surgical observation on (B)(6) 2015 determined the pump to be freely floating in the pocket. A catheter occlusion also occurred (related to lumbar/pump segment). The catheter occlusion was attributed to the pump flipping in the pocket. The pump was secured in the pocket and the spinal catheter segment was replaced (device registry indicates the pump segment was replaced). The event resolved without sequela. Dose changes: (B)(6) 2015: unknown morphine (2.5mg/ml, 0.2994mg/day)